Event description:
Caller reported experiencing alarm 2 followed by alarm 26, indicating occlusion issues that occurred earlier in the day. Despite these alarms, there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl, nor did the cgm read ¿high.¿ to resolve the problem, the customer changed the cartridge and resumed insulin.